Event description:
Information from registry from intl. Clinical trial database. Cystitis caused by catheterization.

Manufacturer narrative:
The device involved in the event will not be returned for investigation, as it was consumed in the event. Information: another countries' registry pertaining to the evaluation of onyx in the treatment of brain avm. Prospective, multi-center in another countries. Enrollment started in 2006; enrollment closed in 2008. Patients in follow-up. MDR numbers: 2029214-2008-00238 to 2029214-2008-00261.